Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown plate, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in sweden as follows: surgeon reported: radius osteotomy- broken plate. This complaint is on an unknown plate. This is 1 of 1 report for (B)(4).